Event description:
During procedure, surgeon noticed excessive smoke coming from mouth while cautery spatula engaged and in use. Use of cautery stopped and instrument disengaged from robot arm to assess oral cavity - noted burn to right inside of cheek. Surgeon ordered no add'l treatment to site. Instrument sequestered.